Manufacturer narrative:
One forcefx-8c was received, and an evaluation could not confirm a device defect that would contribute to the reported issue. Testing of the device found the returned sample met specifications in the received condition. No energy leakage was found. The investigation found the device to function normally and within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure where this device was used, a patient burn occurred. The device had been placed on a metal table without any insulation, and there was liquid beneath the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure where this device was used, a patient burn occurred. The device had been placed on a metal table without any insulation, and there was liquid beneath the patient. The burn occurred on the back side of the patient during a gynecological case. The degree of burn or how the burn was treated is not available by the hospital staff.